Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator's (crt-d's) battery depleted than expected and possible critical therapy may not be available. Further, possible limited device functionality due to battery depletion was also reported. There was also an elevated outputs noted. Additional information indicated that the patient did not show up on appointments that device output was not adjusted. The crt-d was explanted. No additional adverse patient effects were reported.